Event description:
Following a diagnostic procedure, an angio-seal device was placed. The patient was combative during this procedure. A small amount of "puffiness" located medial to the tamper tube was noted after deployment. When the tamper tube was removed, a small amount of bleeding was noted and controlled by light digital pressure. Approximately 30 minutes later, the patient complained of pain and coldness in the limb distal to the access site. Doppler flow indicated no blood flow distal to the access site. The patient was taken to surgery for possible emboli. The surgeon located the originial puncture in the profunda femoris artery. The anchor had caught at the bifurcation of the femoral artery. The collagen was then deposited against the anchor, intra-arterially. The device was removed and the femoral artery was repaired. Follow-up on 08/05/1997 confirms that the patient is doing well and without sequelae.